Event description:
Hello, I had arteriogram procedure in 2004 and afterwards, my blood pressure dropped to 30 and after that, when the nurse had me up walking I had to drag my right leg behind me like. I thought this was normal because I had never had anything like this before. Well I was released to go home, this was on a thursday, well conditions did not improve so called dr office on monday to learn I needed an ultrasound because symptoms were not normal. The ultrasound showed I had an aneurysm in right femoral artery. They admitted me immediately and emergency surgery to remove aneurysm and repair the artery and graft inserted. Well my groin, leg and foot continued to get worse so found another vascular surgeon. That's when I had to have another surgery because blood clots were showering down my leg and settling in my foot in which toes were already blue. They removed all clots, scraped my arteries, replaced the graft. Well this procedure has had to be done twice since then. I still have trouble walking. Abi test showed that when I stand or walk I have no blood flow from incision area down entire leg. I never have got all feeling back in upper thigh and groin area. But if I rub incision area a certain way the worst pain ever shoots all through my body. I can not climb stairs, run, stand on just on leg-right-a lot of times I have to concentrate and like force leg to operate. When I first get out of bed of a morning I have to be careful because it's as if leg can not function at all. I have been awarded my disability and the drs say I will never reagin full use of leg and amputation is in near future. The drs are just putting it off as long as possible. Also, upper thigh has a bulge or something not sure what to call it. Looks like leg is deformed. The drs say the cause of aneurysm was from the angio-seal closure device and all medical problems with the leg since the procedure is also from the device. I am now having to take plavix 75mg a day, 15 mg coumadin a day and also 81 mg of aspirin and several other medications. Because now I have been diagnosed with congested heart failure, high blood pressure, p.a.d, diabetes, and because of the limited use of leg & no blood flow when active, dr tells me to stay off of it as much as possible so I have gained a lot of weight. Diagnosis or reason for use: closure device to close artery after artiogram. Event avated: no.